Event description:
The customer reported getting a charge/shock failure. Additional symptoms that were reported are: a chirping red x, defib test failed pads during opcheck, and the device sounds like it's arcing inside.

Manufacturer narrative:
The customer reported getting a charge/shock failure. Additional symptoms that were reported are: a chirping red x, defib test failed pads during opcheck, and the device sounds like it's arcing inside. A philips field service engineer evaluated the device at the customer site and verified the reported symptoms. Replacing the therapy pca resolved the issue.